Manufacturer narrative:
D10: section d information references the main component of the system. Other relevant device(s) are: cable 9735843 camera ethernet kit s8 svc h2/h6: the system was serviced in the field and the camera and ethernet cable kit were replaced. The camera refurb 9735821r vega base s8 svc (psu) was returned for analysis and both lenses were scratched. A check of the event log showed intermittent firmware incompatibility dating back to may 2018. There was also a battery voltage low message along with bump detected and storage temperature exceeded. Otherwise, the psu failed an accuracy test (aak) at .789 mm with a passing threshold of .25 mm. The cable 9735843 camera ethernet kit s8 svc was returned for analysis and all three cables in the returned kit passed a continuity test with no opens or shorts detected. However, the bulkhead connector had no apparent physical damage but opens were found at pins 3 and 6 during a continuity test. Codes b01, c07, and d02 apply to all analysis findings. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: section d information references the main component of the system. Other relevant device(s) are: camera 9735821 vega base s8 svc medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system was giving a localizer faulted message in the application. The amber light on camera was lit up. There was no patient present. Technical services (ts) walked through the nditoolbox and confirmed both bump and temperature status were faulted. It was confirmed in the event log that there was a bump warning, thus the batteries on the camera were failing.